Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and no anomaly was found. The cause of the extended charge time could not be determined.

Event description:
It was reported that a patient was in clinic during follow-up, when an alert for extended charge time was noted. The alert was triggered during capacitor maintenance. The device was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4).